Event description:
It was reported that the intraocular lens (iol) was not sitting properly in the eye, so the doctor removed the lens and inserted an alcon lens instead within the same procedure. In removing and replacing the lens, an incision enlargement was done. It was stated that the patient was doing well post-operatively. No further information was provided.

Manufacturer narrative:
Age/date of birth: unknown (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The returned sample was inspected at 10x microscope magnification which is our normal inspection magnification. During the visual inspection it was observed that the lens was returned without one of the haptics and two large cuts. The lens condition is consistent with a lens that has been explanted from the patient's eye and not manufacturing related. The manufacturing record review indicated that the device manufacturing record was reviewed indicating that all process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated during manufacturing of this production order. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.